Manufacturer narrative:
An event of mitral regurgitation and leaflet prolapse was reported. The investigation found that cusp 2 was torn. The tear could have contributed to the reported regurgitation if present prior to explant. How or when the valve became torn could not be conclusively determined as the valve was explanted. The tear in the cusp 2 precluded functional testing. The device history record was reviewed to ensure that each manufacturing and inspection operation was performed and the product met all specifications, including specifications for leaflet coaptation and valve function. The cause of the reported event could not be conclusively determined.

Manufacturer narrative:
The results, method, and conclusion codes along with investigation results will be provided in the final report.

Event description:
It was reported that on (B)(6) 2021, a 33mm biocor stented porcine valve w/ flexfit system was selected for implant. The device was successfully implanted and the patient was taken off of bypass. Post-implant echo was performed and showed more mitral regurgitation than usual and a possible prolapse of the leaflet. The patient was placed back on bypass and the valve was removed and replaced with another 33mm biocor stented porcine valve w/ flexfit system to resolve the event. There was no clinically significant delay in the procedure and the patient remained hemodynamically stable throughout. The patient is stable with no consequences. No additional information was provided.